Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received an error message and is no longer receiving stimulation. Reportedly, evaluation of the system which included a software update cleared the message. Effective therapy was re-established and the issue resolved without further intervention.